Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. The insulin pump had a scratched display window and small cracks near the reservoir window.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 120 mg/dl, vomiting and excessive thirst. Troubleshooting was performed, and the insulin pump passed the prime test. The customer stated that the insulin pump was dropped a few days earlier, and felt that it may be damaged internally. Advised that the insulin pump would be replaced. Nothing further was reported.